Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system froze and there was difficulty restarting it. The site was able to finish the navigated procedure with no delay and there was no impact to the patient outcome as a result of this issue. Additional information was received clarifying the issue. The imaging system could not send 3d data to the navigation system - there were problems with communication between the imaging system and the navigation system. After restarting the imaging system, the issue was not resolved. Changing the imaging system computer resolved the issue.